Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke with vgo30 user. She called into the call center with a complaint of the needle button releasing prematurely on two different devices. The patient stated this happened after the device had been on for only 1-2 hours. The patient states that they did not feel the needle pop out. After reviewing the patient's glucose trending results, they figured it had been released about 3-4 hours before they noticed. The patient wears a dexcom 6 continuous glucose monitor (cgm). The patient normally gives 1-2 clicks of novolog per meal depending on their carb counting. The patient denies getting diabetic ketoacidosis (dka) with the glucose numbers of 360 and 375. The patient stated the only symptom they had of hyperglycemia was extreme thirst. The patient changed the device immediately and treated it with 2 additional bolus clicks. The patient's sugar returned to normal range after. This was not a serious adverse event. Device evaluation: one device was received and evaluation for the complaint regarding the needle button released event. Device #052176-a was received, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient called to report that the needle button released on its own on two v-go devices after about 1 - 2 hours after applying the v-go device. The most recent happening today. The patient also reported that they were experiencing hyperglycemia as high as 360 - 375 because the needle button had released on its own. The device was reported to be available for return for evaluation.